Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's atrial leadless pacemaker exhibited high pacing impedance and poor current of injury. The device was retrieved, and a blood clot was observed on its helix. The device was not used, and only a ventricular leadless pacemaker was implanted. There were no patient consequences.

Manufacturer narrative:
Reported events of high impedance were unconfirmed and capturing problem were unconfirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix's length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture or impedance problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.